Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000167 cblasy dbl shldmvs kit svc o2 bi71000424 panel rearcab brkt kit svc o2 bi71000167 cblasy dbl shldmvs h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's umbilical cable was experiencing a frame rate connectivity issue and needed to be replaced.  There was no patient involvement.

Manufacturer narrative:
H3, h6) a manufacturer representative went on-site to perform servicing. Servicing found that the umbilical cable was damaged. It was replaced and the issue resolved. A system checkout was successfully performed. B01, c07, and d02 are applicable to system servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.